Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event occurred during the procedure. The event was by the site described as ¿other device issue (cystotome needle knife)¿. The device issue caused an unintended medical occurrence of bleeding. The site specified the device issue as ¿malfunction of cystotome forbidding to remove the inner part of it, inducing misplacement of guidewire after cyst puncture. Cystotome was removed, access needle was used as well as a second cystotome to achieve cystogastrostomy. Bleeding occured by first puncture¿. The site indicated that the event was not considered related to any other cook device or any other portion of the procedure. No other condition caused or contributed to this event. The event did not lead to patient death within 48 hours post-procedure. Patient outcome: the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated with wound flushing.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. There are two methods by which pmcf complaints are received; 1. Initial/ final pmcf report in a pdf format - this is emailed by cook research team. 2. Research team can directly ask customer service to open complaints on trackwise for any ongoing clinical studies - so they open these complaints as and when they come across the malfunction/ adverse events. The studies usually go on for many months or even years. So the research team might not have a report drafted in this case, they would just call in customer service to log these complaints. Pr (B)(4) falls under type 2 above. Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: as per the instructions for use, ifu0005 which informs the user about contraindications "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst¿¿. It may be noted that the device was used off-label, wall-off pancreatic necrosis is very different from a pseudocyst, the bleeding and infection rate and severity are rather higher in wopn than in a pseudocyst. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to off label use. As per clinical input ¿cook cst is designed and intended to puncture a pseudocyst. Wall-off pancreatic necrosis is very different from a pseudocyst, the bleeding and infection rate and severity are rather higher in wopn than in a pseudocyst. Furthermore, cook cst IFU does not cover the paes associated with wopn. Therefore, it is considered off-label use.¿. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, bleeding occured by first puncture. The event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated with wound flushing. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-may-2024.